Event description:
It was reported that the customer used a neonatal arctic gel pad and had a persistent low flow alarm. Flow rate would not get above 0.3l/min and dropped to 0 l/min at several points in therapy until switching to a new pad. Per additional information received via sample form on 27jun2023, persistent low flow alarms, with flow rate maxing out at 0.3l/min after endless troubleshooting and switching devices. Therapy had to be interrupted and transferred to a different device. It was reported that kinked tubing was found during sample evaluation.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. Although an exact root cause could not be determined a potential root cause could be incorrect setup causing pad lines occlusion, e.g. Kinking. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1. Place the patient (1.8 - 4.5 kg; 4.0 - 9.9 lb) on the pad. Avoid placing the patients over the manifolds or other high pressure locations. The rate of temperature change and potentially the final achievable temperature is affected by pad surface area coverage, placement, patient size, and water temperature range. 2. The pad surface must be contacting the skin for optimal energy transfer efficiency. A) if desired, the center section of the pad can be wrapped around the patient¿s torso and secured in place using the velcro tabs provided. ¿ if this option is in use, ensure that the edges of the pad are away from articulating areas of the body to avoid irritation. ¿ place pads to allow for full respiratory excursion. (E.g. Ensure free movement of the chest and abdomen are guaranteed). ¿ the pads may be removed and reapplied if necessary. ¿ pads should be placed on healthy, clean skin only. 3. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) and the potential for rapid patient temperature change, it is recommended to use the following settings to the arctic sun® temperature management system: ¿ water temperature high limit: =40°c (104°f) ¿ water temperature low limit: =10°c (50°f) ¿ control strategy: 2 4. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) it is recommended to use the patient temperature high and patient temperature low alert settings. 5. Place a core patient temperature probe and connect to the arctic sun® temperature management system patient temperature 1 connector for continuous patient temperature feedback. A rectal or esophageal temperature probe is recommended. 6. Verify patient core temperature with an independent temperature probe before and at regular intervals during use. 7. Attach the pad¿s line connectors to the fluid delivery line manifolds. 8. See arctic sun® temperature management system operators manual and help screens for detailed instructions on system use. 9. Begin treating the patient. 10. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m. 11. When finished, purge water from pad." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The reported event was unconfirmed as the product meets specifications. Although there was the presence of a minor kink, the flow rate of the tested pad was unaffected. The pad performed normally per feedback from ttm quality engineering. Therefore, the reported event is unconfirmed. Visual evaluation of the returned sample noted one opened arctic gel pad kit present with no original packaging. Visual inspection noted the following: gel pad visibly appeared to be very wet, no obvious visible defects such as cuts or tears in the foam, no visible chips or deformities at the ends of all connectors, hydrogel was in tact with pad and not separated, kinks were present in tubing. The product was used for patient diagnostic or treatment. The product was not influenced by the reported event. The device history record review was not required as the reported event was unconfirmed. The labeling review was not required as the reported event was unconfirmed. Corrections: d,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the customer used a neonatal arctic gel pad and had a persistent low flow alarm. Flow rate would not get above 0.3l/min and dropped to 0 l/min at several points in therapy until switching to a new pad. Per additional information received via sample form on (B)(6) 2023, persistent low flow alarms, with flow rate maxing out at 0.3l/min after endless troubleshooting and switching devices. Therapy had to be interrupted and transferred to a different device. It was reported that kinked tubing was found during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer used a neonatal arctic gel pad and had a persistent low flow alarm. Flow rate would not get above 0.3l/min and dropped to 0 l/min at several points in therapy until switching to a new pad. Per additional information received via sample form on (B)(6) 2023, persistent low flow alarms, with flow rate maxing out at 0.3l/min after endless troubleshooting and switching devices. Therapy had to be interrupted and transferred to a different device.